Manufacturer narrative:
As reported, 3dmax light mesh tore during insertion. The subject device was not available for evaluation; however, images were provided. Images show, the 3dmax light mesh in vivo, partially fixated to tissue. There are two surgical graspers present in the photo, with one appearing to be grabbing onto the mesh. There is a small tear present on the seal edge of the mesh. This was not reported as an out of box issue. Based on the event as reported and review of images provided the mesh was most likely inadvertently damaged in use during attempted implantation. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units. Per the instructions-for-use, supplied with the device, ¿use an appropriately sized trocar to allow mesh to slide down the trocar with minimal force. Grasp either the medial or lateral edge of the mesh, then deploy through the trocar. If grasping the medial edge, direct the trocar to the pubic tubercle. If grasping the lateral edge, direct the trocar laterally. This will facilitate easy placement.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic right inguinal hernia repair, the 3dmax light mesh tore. The complainant states that the ¿rupture in the polypropylene edge, presenting torn and losing its concavity important form that allows its adequate adjustment in the inguinal region.¿ the mesh was removed, and another mesh was used to complete the procedure. There was no patient injury.